Event description:
It was reported that this communicator was showing yellow lights and the red call doctor icon, related to a serious performance event occurring with the implanted device, alternately. It was recommended to unplug the power and turn it on after 24 hours. According to the field representative, the data transmission was complete by unplugging the communicator for 24 hours and pull it away from interferences. No actions were performed for the implanted device. The communicator and the implanted device remain in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this communicator was showing yellow lights and the red call doctor icon, related to a serious performance event occurring with the implanted device, alternately. It was recommended to unplug the power and turn it on after 24 hours. The communicator and the implanted device remain in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this communicator was showing yellow lights and the red call doctor icon, related to a serious performance event occurring with the implanted device, alternately. It was recommended to unplug the power and turn it on after 24 hours. According to the field representative, the data transmission was complete by unplugging the communicator for 24 hours and pull it away from interferences. No actions were performed for the implanted device. The communicator and the implanted device remain in service. No adverse patient effects were reported.